Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Microscopic visual inspection identified the electrode was twisted approximately 11-18 centimeters from the terminal pin. Additionally, there was a slight compression in the shock coil at the terminal pin. Resistance testing confirmed the electrode was not electrically continuous due to fractures located in the twisted area of the returned electrode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. X-ray confirmed multiple fractures of the sense a conductor approximately 14.5 - 15.8 centimeters from the terminal end. Microscopic visual inspection identified the electrode was twisted approximately 11-18 centimeters from the terminal end. The device to electrode interface allegation was not confirmed as there were no observed abnormalities on the terminal pin and the setscrew marks were in the correct locations. The fractures resulted in the observed noise, oversensing, inappropriate shocks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Microscopic visual inspection identified the electrode was twisted approximately 11-18 centimeters from the terminal pin. Additionally, there was a slight compression in the shock coil at the terminal pin. Resistance testing confirmed the electrode was not electrically continuous due to fractures located in the twisted area of the returned electrode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the date of the event.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited noise, oversensing and inappropriate shocks. The patient reported that two years prior, he had climbed through a window and felt something move. System evaluation at that time confirmed normal function. The system was subsequently explanted due to the reported clinical observations. No additional adverse patient effects were reported.